Event description:
It was reported that an ilet insulin pump with serial number (B)(6) experienced exterior separation at the housing/screen bezel, which the user temporarily stabilized with tape, and a replacement device was provided with instructions for data sync, shutdown, return, and startup. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy without alarms or alerts and completion of device replacement with return logistics initiated. Investigation included collection of user reports, shipping and return tracking verification, and complaint handling review. Investigation of this case revealed a mechanical enclosure integrity issue at the screen bezel area consistent with product physical damage or wear, while device function remained intact and blood glucose performance was unaffected. It was concluded, based on previously established findings for similar reports, that the cause was likely mechanical stress or handling-related damage to the device enclosure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.